Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, as the right ventricular (rv) lead was being pushed through a kinked portion of the introducer sheath, the rv coil separated from it's connection to the proximal portion of the lead. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the introducer was not returned with the lead. If information is provided in the future, a supplemental report will be issued.